Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch. No changes or interventions were reported. The patient condition is not known.

Manufacturer narrative:
Further information was requested but not received.